Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The cause is unknown. No action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4 and g4 are unknown. No product information has been provided. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oxygen was being supplied to the main unit and the drive gas pressure drop indicator turns white, but ventilation does not occur even when the main switch was set to cmv/demand. The fault occurred while checking before use with the patient.